Event description:
It was reported that during the pump refill, the patient was moving and it was very difficult to fill the pump. A few hours following the refill, the patient became hard to awaken and experienced a loss of consciousness. The patient was brought to the emergency room and was in the ICU as of (B)(6) 2011. The pump was accessed and they only withdrew about 1ml. The pump was a 20ml pump, so the assumption was that most of the baclofen went into the pump pocket. The patient was on a ventilator and was being managed in the ICU. As of (B)(6) 2011, the pump was stopped and empty. They planned to refill it and start it once the overdose symptoms subsided. The next day, it was reported that the patient was doing well. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).